Event description:
The customer observed falsely elevated results for architect ca 19-9xr for one patient. The following data was provided: sid (B)(6), processed on (B)(6) 2025: initial result = >1200.00 u/ml undiluted repeat results: 515.73 1:10 dilution, 687.13 1:10 dilution, 485.65 1:100 dilution, <2000.00 1:1000 dilution, >1200.00 undiluted no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 2k91-39 that has a similar product distributed in the us, list number 2k91-33. Complete information for section a1 patient identifier is sid (B)(6).

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect ca 19-9xr assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot: 69360fp00. Device history review did not identify any non-conformance's or deviations with the complaint lot number and complaint issue. Historical performance of reagent lot: 69360fp00 was reviewed using worldwide data. The patient data was analyzed and compared to an established control limit. This evaluation indicated that the patient median result for lot: 69360fp00 is within the established control limits. Therefore, no unusual reagent lot performance was identified for 69360fp00. Labeling was reviewed and found to adequately address the issue under review. Based on the investigation, no systemic issue or deficiency of the architect ca 19-9xr assay was identified.

Event description:
The customer observed falsely elevated results for architect ca 19-9xr for one patient. The following data was provided: sid: (B)(6) processed on (B)(6) 2025: initial result = >1200.00 u/ml undiluted, repeat results: 515.73 1:10 dilution, 687.13 1:10 dilution, 485.65 1:100 dilution, <2000.00 1:1000 dilution, >1200.00 undiluted no impact to patient management was reported.